Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s one touch ultra2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on (B)(6) 2017 the patient obtained a result on the subject meter that was ¿78mg/dl¿ higher than a result obtained on an emergency medical services (ems) meter, however the reporter could not detail the actual results obtained on each device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter detailed that the patient manages her diabetes with ¿pills and insulin¿. The reporter stated that on (B)(6) 2017, prior to the issue occurring, the patient had developed symptoms of ¿thirsty and sweating¿ and that she was given ¿orange juice¿ as treatment. During the call, it was determined that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. It is not known if the meter was reading accurately prior to the reported symptoms developing therefore this complaint is being reported as the meter may have caused or contributed to the event.